Event description:
It was reported that a patient had a clear lens exchange and was implanted with a multifocal intraocular lens (iol) in the patient's left eye. The iol was explanted with no other details provided. The patient's daily activities was significantly affected. A vitrectomy was not performed. The patient is temporarily impaired. Through follow up, it was reported the iol was explanted as the target intermediate vision changed in diopter and the dfr00v is a edof (extended depth of focus) lens which is different from the iol in the patient's right eye (another johnson & johnson lens, model dib00 124.5 diopter). The dfr00v lens was replaced with a johnson & johnson lens, model dib00 25.5d. On post-operative (op) visit, (B)(6) 2023, visual acuity (va) 20/30, (B)(6) 2023 va 20/30, and on (B)(6) 2023 va 20/40. It was reported on (B)(6), the patient was satisfied with their vision. No further information is available.

Manufacturer narrative:
Section a4, a5: information unknown/not provided. Section b3: date of event: unknown/not provided. Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.